Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified proximal to the distal right coronary artery (rca). Following the advancement of a non-bsc introducer sheath, guide wire, and guiding catheter, a 1.2mm x12mm threader¿ balloon catheter was advanced to pre-dilate the lesion. However, the balloon ruptured upon inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.